Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. There were no ramping numbers anomaly noted. The insulin pump was received with minor scratched display window, cracked case at display window corner, and reservoir tube lip.

Event description:
The customer reported via phone call that the numbers on the screen of the insulin pump started scrolling when trying to deliver a bolus. Customer did not recall any significant events leading to the keypad issue. Blood glucose value was 205 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.